Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a svc code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204) was confirmed. Upon investigation the trunk cable was pulled from the strain relief, which damaged connector j702 on the distribution node pca board and caused the reported svc code. The root cause of the strained cable was excessive force on the trunk cable section. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.